Event description:
The customer reported a leak from the white blood cell (wbc), the red blood cell (rbc) baths and the vacuum isolator chamber (vic) of the coulter ac·t diff analyzer. The volume of the leak is unknown. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a leak from the white blood cell (wbc), the red blood cell (rbc) bath and vacuum isolator chamber (vic) due to a clog in pinch valve pv13. The fse bleached the tubing through pinch valve pv13 which unclogged the leak. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).